Event description:
It was reported that when using the bd pyxis¿ es server new patients and orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to epic.a technical support specialist (tss) dialed into carefusion coordination engine and verified that all services were running with no resource issues, then launched the cce console and observed that the last message from epic had crossed. Reviewed logs and identified earlier errors related to connection refusal to the es server, with the issue starting. Checked the es server and found no current delays or downtime. Coordinated with customer, who confirmed that multiple services were not running on the es server after a reboot and proceeded to bring them back up, restoring functionality. The system functioned as intended after the technical support specialist troubleshot the device.